Manufacturer narrative:
(B)(4) date sent: 1/30/2025 b3: unknown; captured as awareness date d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: was the sterilization of the device compromised? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, the sterilization pack is not adhered properly. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 2/6/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4), date sent 2/19/2025, d4 batch #c9ea2k. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that one ech60s device was returned inside its package unopened; upon visual inspection, the package was undamaged, but the tyvek was skewed off to the side. However, the package meets the minimum seal width requirement, and the sterile barrier is not compromised and the seal area was completed cover. Additionally, two photos were provided to level pc and it showed a sample with the tyvek was skewed off to the side. The event could not be confirmed as no damage was noted on the seal area or tyvek. Based on the information currently available, a product issue was identified during the investigation of the sample received. The issue with the tyvek is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot / batch number c9ea2k, and no non-conformances were identified.